Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using part number provided, there have been further complaints reported with this issue in the past two years. The returned pump, used in treatment, was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. It was found that the device entered a non-recoverable error state as the pressure was out of range when the device was in a monitor state. The device entered this state for patient safety as pressure levels reached an out of acceptable range. We have been able to confirm a relationship between the reported event and the device. However as the exact cause of the non-recoverable error cannot be confirmed, the root cause remains undetermined. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a pico 7 was applied on (B)(6) 2019 and was working correctly. On (B)(6), sunday, the suction has stopped and the 4 lights were solidly illuminated (the green ok light and the 3 orange lights of the remaining indicators). On (B)(6), the patient went to the appointment where it was verified that the equipment was not working, and it was necessary to open a new kit to continue the treatment. There were no consequences for the patient.